Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. The patient went to the hospital for evaluation. The patient continued to use the lifevest. A us distributor contacted zoll to report that the patient alleged the pads were smoking and burned the patient during the inappropriate treatment by the lifevest. The patient went to the hospital after the treatment but there is no indication that the patient received medical intervention for the burn.